Manufacturer narrative:
(B)(4). The device is currently pending investigation of the pt use event.

Event description:
During the deployment of the AED, artifact was present interfering with the device rhythm analyzation.